Event description:
Since the monitor was received a week ago, it has been giving readings that are 10 points off from the customer's normal blood pressure. Customer took it to her doctor, and they stated the readings weren't correct.